Event description:
Upon prepping the angioplasty balloon the pressure reading was noted at 4 atm when it should have been negative to 0 atm. They proceeded to inflate the balloon accordingly without incident. And removed the improperly working device from the table.